Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer reported that she was in the laundry room when her blood sugar suddenly dropped. The customer reportedly fell on the floor and bruised her shoulder and also got a knot on the forehead. The customer reportedly got up and treated with sugar pills. The customer was eventually taken to a hospital. It was reported that the customer sustained broken ribs as a result of the event. No additional information was provided.